Event description:
The customer contacted stryker to report that their device is turning off by itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's battery pins to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was a broken battery pin in battery well 1.